Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for eccentric wear unchanged over the past 5 years, no osteolysis : abnormal radiographic evaluation. Event is not serious and is considered moderate. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2006. Date of event (onset): (B)(6) 2020. (Right hip). Treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5 corrected: h5, h8 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes dated (B)(6) 2006 indicated that the patient received a right total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication. Office notes dated (B)(6) 20 indicated that the patient was functioning well with no complaints. Radiographic review details significant eccentric wear unchanged over the past 5+ years. There is no significant evidence for osteolysis. There is just slight resorption of the shoulder on the left, maybe a hint of a little balloon lysis anteromedially in zone 1 on the left, but this is quite mild. No indication of invasive treatment. Plan is to continue with follow-up xrays.